Event description:
Customer reported to beckman coulter, inc. (Bec) that the ion selective electrode (ise) results generated on the synchron cx5 delta clinical system were failing calibration. Customer troubleshot the issue with bec customer technical specialist and determined that the ise obstruction detector transducer ruptured and leaked fluid via the detector's overflow tube to the reagent compartment. The fluid was confined to the reagent compartment. There was no report or erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the obstruction detection assembly was leaking. The fse replaced the obstruction detection assembly per established procedures. Customer then performed calibration and tested quality control. There were no problems noted.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).